Manufacturer narrative:
Age at time of event: over 18 years old. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced a cerebrovascular accident (cva). During a myocardial ablation procedure for atrial fibrillation (af), the patient had many body movements when entering the room and when the non-boston scientific (bsc) sheath was inserted, the patient moved greatly. Then, coronary angiogram (cag) was performed since the patient's st increased. There was no issue on the cag and since the st went back, the procedure was continued. Since the breathing condition of the patient was not stable, a respirator was used. After pulmonary vein isolation using a non-bsc device, the intellamap orion catheter was inserted in order to check the pulmonary vein isolation. Mapping on left and right atrium was then performed and the procedure was completed. Right after the patient was returned to the ward, a cva was confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported by the physician that it was possible the patient already had the cerebrovascular accident (cva) prior to the procedure.